Event description:
The customer reported that the ventilator won't power on. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2018 date rcv'd by mfg: (B)(6) 2018 failure analysis on the returned power management (pm) board & central processing unit board shows that there was a short on the central processing unit (cpu) printed circuit board assembly (pcba) and a short on the power management pcba prevented the ventilator to power on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.